Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system sn (B)(4) displayed an "air trap warning" alarm, and the system was losing coolant" was not confirmed during the functional testing and the event log review. No device malfunction was observed during the functional testing, and the thermogard system functioned as intended. Upon visual inspection, no physical damage was observed. Based on the photos provided by the customer, zoll service personnel noted fluid along with a few particles on the drip pan. The thermogard system was opened to check for any coolant leakage or damaged internal component. The system did not lose coolant, and no internal damage to the components was noted. The observed fluid on the drip pan could be likely due to an overflow of fluid into the air trap chamber; also, there was no history of complaint reported for a start-up kit (suk) leak from the customer. The thermogard system passed the functional testing without any issue, and the event log review indicated no significant discrepancies, thus, not confirming the customer's reported complaint. Following service, the thermogard xp ivtm system passed the final functional test, calibration test, and an electrical safety test without any error.

Event description:
During the initiation of the ivtm therapy, the thermogard xp ivtm system sn (B)(4) displayed an "air trap warning" alarm, and the system was losing coolant. The treatment was continued using another thermogard system. No consequences or impacts on the patient.